Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID ni m4cpb1, serial/lot number: unknown, UDI: unknown additional codes, img g02005 is applicable for product ID nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure all green check on the setup and good 2 different tones with tapping the cricoid on both sides. But during the surgery, there was a lot of ¿chatter¿ and non-specific noises. At one point removed a forehead muscle stimulator that was adjacent to the trivantage tube wires and thought it might have helped. But later during the surgery, there was even more ¿non-specific¿ noise, most from one side (right side, red), which was the side surgeon was working on. When using the nerve stimulator, everything was positive (well over 100 uv amplitude) ¿ trachea, fat, muscle, etc. There were no negative signals. Stimulating the nerve gave super high amplitude (1800 uv), while touching random tissue gave signals around 500-1000 uv. At the end after procedure was done, again everything stimulated positive ¿ not just the nerve, so it was not working correctly. By troubleshooting for nerve integrity cricothyroid twitch (palpation) and could tell the right rln and right vagus were intact when palpating behind the larynx since there was a good palpable twitch. There was no patient impact.